Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported vision issues following an intraocular lens (iol) implant surgery in an eye that was blind for 10 years. He reports blurry and double vision with vision that is skewed and overlaps. He is wearing a patch or blacks out his glasses to block the vision in that eye. Additional report has been requested.